Event description:
It was reported that the subject flow diverter stent was successfully implanted in the patient on (B)(6)2023 in left internal carotid artery-communicating (c7 segment). Post procedure patient complaints of hemianopsia since (B)(6)2023. Patient has vision changes, chronic and intermittent, that as per medical records vision came back to normal on(B)(6)2023. On the 12 month visit on (B)(6)2024, patient reports the same vision changes are ongoing and still the same. Patient states she cannot see from her lower right quadrant of the right eye and is scared to do tasks due to struggling when walking because of the vision. CT (computerized tomography) diagnostic test was performed on (B)(6)2023. Result of diagnostic test show diffuse atrophy, nonspecific periventricular and subcortical white matter changes are noted. No midline shift or herniation is seen. There is no external axial collection. No bleed. The ae (adverse event) did not result in any treatment. It is reported that the ae is probably related to the study procedure and the study device. The rationale for relationship to the study device is indicated as "it covers the ophthalmic". The ae out come is reported as recovering/resolving. It is reported that patient has a past medical history of hypertension, current cigarette smoking, familial intracranial aneurysm or sah (sub arachnoid hemorrhage). Localized headache. Update: additional information received 18 dec 2024 for ae#2 facial palsy stated that it is possible related to the study device and is unlikely to be related to the disease under study. For ae#3 limb ataxia possibly related to study device. Additional information received 23 dec 2024 for ae#3 limb ataxia stated that it is not related to other stryker device.

Manufacturer narrative:
D4 gtin - corrected. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided, there was no surgical delay or medical intervention. An adverse consequence was reported ¿post procedure patient experiences hemianopsia: vision changes, chronic and intermittent, that as per medical records vision came back to normal on (B)(6)2023. As of (B)(6)2024, in 12 month visit patient reports as is still the same and ongoing. Since the adverse event began patient states, she cannot see from her lower right quadrant of the right eye. Patient reports she is scared to do tasks due to struggling when walking because of the vision. Implant completely covered aneurysm neck. The patient is recovering/resolving. An assignable cause of anticipated procedural complication will be assigned to the reported patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. Additional information received on the 18 dec 2024 indicates for ae#2 facial palsy, the ae is possibly related to the study device but is unlikely to be related to the disease under study. For ae3 limb ataxia: the ae is not related to other stryker device, possibly related to study device. An assignable cause of anticipated procedural complication will be assigned to the reported event ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
B5 executive summary - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the complaint, there was no surgical delay or medical intervention. An adverse consequence was reported ¿post procedure patient experiences hemianopsia: vision changes, chronic and intermittent, that as per medical records vision came back to normal on (B)(6) 2023. As of (B)(6) 2024, in m12 visits patient reports as is still the same and ongoing. Since the ae began patient states she cannot see from her lower right quadrant of the right eye. Patient reports she is scared to do tasks due to struggling when walking because of the vision. Implant completely covered aneurysm neck. The patient is recovering/resolving. Additional information received on the 17 dec 2024 indicates for ae#2 facial palsy, the ae is possibly related to the study device but is unlikely to be related to the disease under study. For ae3 limb ataxia: the ae is not related to other stryker device, possibly related to study device. Additional information received 23 dec 2024, for ae3 limb ataxia: it says ¿is the ae related to other stryker device? Not related. Additional information received 26 mar 2025 stated that the event 1 hemianopsia was inactivated by site. An assignable cause of anticipated procedural complication will be assigned to the reported event ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject flow diverter stent was successfully implanted in the patient on (B)(6) 2023 in left internal carotid artery-communicating (c7 segment). Post procedure patient complaints of hemianopsia since (B)(6) 2023. Patient has vision changes, chronic and intermittent, that as per medical records vision came back to normal on (B)(6) 2023. On the 12 month visit on (B)(6) 2024, patient reports the same vision changes are ongoing and still the same. Patient states she cannot see from her lower right quadrant of the right eye and is scared to do tasks due to struggling when walking because of the vision. CT (computerized tomography) diagnostic test was performed on (B)(6) 2023. Result of diagnostic test show diffuse atrophy, nonspecific periventricular and subcortical white matter changes are noted. No midline shift or herniation is seen. There is no external axial collection. No bleed. The ae (adverse event) did not result in any treatment. It is reported that the ae is probably related to the study procedure and the study device. The rationale for relationship to the study device is indicated as "it covers the ophthalmic". The ae out come is reported as recovering/resolving. It is reported that patient has a past medical history of hypertension, current cigarette smoking, familial intracranial aneurysm or sah (sub arachnoid hemorrhage). Localized headache. Update: additional information received 18 dec 2024 for ae#2 facial palsy stated that it is possible related to the study device and is unlikely to be related to the disease under study. For ae#3 limb ataxia possibly related to study device. Update: additional information received 23 dec 2024 for for ae#3 limb ataxia stated that it is not related to other stryker device. Update: additional information received 26 mar 2025 stated that the event 1 hemianopsia was inactivated by site.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided, there was no surgical delay or medical intervention. An adverse consequence was reported ¿post procedure patient experiences hemianopsia: vision changes, chronic and intermittent, that as per medical records vision came back to normal on 26-apr-2023. As of 22-apr-2024, in 12 month visit patient reports as is still the same and ongoing. Since the adverse event began patient states she cannot see from her lower right quadrant of the right eye. Patient reports she is scared to do tasks due to struggling when walking because of the vision. Implant completely covered aneurysm neck. The patient is recovering/resolving. An assignable cause of anticipated procedural complication will be assigned to the reported patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject flow diverter stent was successfully implanted in the patient on (B)(6) 2023 in left internal carotid artery-communicating (c7 segment). Post procedure patient complaints of hemianopsia since 25-apr-2023. Patient has vision changes, chronic and intermittent, that as per medical records vision came back to normal on 26-apr-2023. On the 12 month visit on 22-apr-2024, patient reports the same vision changes are ongoing and still the same. Patient states she cannot see from her lower right quadrant of the right eye and is scared to do tasks due to struggling when walking because of the vision. CT (computerized tomography) diagnostic test was performed on 25-apr-2023. Result of diagnostic test show diffuse atrophy, nonspecific periventricular and subcortical white matter changes are noted. No midline shift or herniation is seen. There is no external axial collection. No bleed. The ae (adverse event) did not result in any treatment. It is reported that the ae is probably related to the study procedure and the study device. The rationale for relationship to the study device is indicated as "it covers the ophthalmic". The ae out come is reported as recovering/resolving. It is reported that patient has a past medical history of hypertension, current cigarette smoking, familial intracranial aneurysm or sah (sub arachnoid hemorrhage). Localized headache.